Event description:
It was reported that the ilet entered bg run mode and displayed a dosing stopped alert requiring continuous glucose monitor (cgm) connection after the user had been disconnected for some time. The user and support agent experienced repeated difficulties reconnecting the cgm through the ilet app until uninstalling the libre app and rescanning enabled a successful connection and warm-up. During the interruption, the user¿s blood glucose was 279 mg/dl, and a fingerstick value was entered to resume dosing until cgm data became available. Symptoms included hyperglycemia. Outcomes included a return to target range with a subsequent blood glucose of 148 mg/dl and restoration of automated dosing following cgm reconnection. Investigation included user education and troubleshooting for cgm pairing and app workflow. Investigation of this case revealed that app-level interference from the installed libre app prevented successful cgm selection and pairing until the app was removed, after which pairing proceeded normally. It was concluded that the event was attributable to use error and software interaction during cgm setup rather than a device malfunction of the ilet system.